Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2013: electrocardiogram(ECG). On (B)(6) 2013: (ck)=559 u/l, normal upper limit 25. On (B)(6) 2013: (ck-mb)=82 ng/ml, normal upper limit 25. On (B)(6) 2013: troponin I=1180 ng/l, upper reference limit 14. Concomitant medical products: (2) 2.75x23mm and 3.0x15mm xience prime stents, aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The left main complex 2.75x23mm and 3.0x15mm xience prime stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2013, a 2.75x23mm, 3.0x15mm, and 3.0x33mm xience prime stents were successfully implanted in the left main (lm) coronary artery lesion to the proximal left anterior descending (lad) and proximal left circumflex (cx) coronary artery lesions. Balloon angioplasty was performed in the marginal coronary artery lesion. A 2.75x23mm xience prime stent was successfully implanted in the mid lad. On (B)(6) 2016, the patient had started experiencing cardiac decompensation and recurrent angina. A myocardial infarction was diagnosed and another percutaneous intervention was performed in the lm, proximal lad, and proximal cx. Medication including ipramol,prednison, antibiotic and diuretics were provided. On (B)(6) 2016, the event resolved without sequela. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2013, a 3.5x28mm, 3.0x15mm, and 3.0x33mm xience prime stents were successfully implanted in the left main (lm) coronary artery lesion to the proximal left anterior descending (lad) and proximal left circumflex (cx) coronary artery lesions. Balloon angioplasty was performed in the intermediate/anterolateral artery and a 2.75x23mm xience prime stent was successfully implanted in the mid lad. On (B)(6) 2016, an st elevated myocardial infarction (stemi) had been diagnosed and thrombosis was noted in the proximal lad. Another percutaneous intervention was performed that day in the proximal left anterior descending (lad), proximal circumflex (cx), and left main (lm) coronary arteries. The event resolved.

Manufacturer narrative:
Concomitant medical products: one 2.75x23mm xience prime stent was corrected to 3.5x28mm xience prime stent. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina, myocardial infarction and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: on (B)(6) 2013, a 3.5x28mm (not a 2.75x23mm), 3.0x15mm, and 3.0x33mm xience prime stents were successfully implanted in the left main (lm) coronary artery lesion to the proximal left anterior descending (lad) and proximal left circumflex (cx) coronary artery lesions. A 2.75x23mm xience prime stent was successfully implanted in the mid lad. On (B)(6) 2016, the patient had started experiencing cardiac decompensation, diagnosed as heart failure, and restenosis was noted in all xience prime devices, including the mid anterior descending (lad) coronary, 2.75x23mm xience prime stent.